Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported new aortic insufficiency was seen on echocardiogram, and outflow graft obstruction was also inadvertently found at that time. The patient had no symptoms, no alarms, and did not notice any changes to the left ventricular assist device (lvad) numbers. Log files were sent for evaluation and captured routine events. Pump powers and flow appeared appropriate for the fixed speed. Pulsatility index (pi) values were on the low side in the 2-3 range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed as no images were submitted for review and the device remains in use. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established. Log files were submitted for evaluation and captured routine events. The controller event log file contained events from 07aug2024 ¿ 20aug2024. No notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the aortic insufficiency would be treated with monitoring and an outflow graft release was done on (B)(6) 2024 to treat the outflow graft obstruction.